Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v997481, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the device was explanted and discarded due to pocket irritation and pain following 40 pound weight loss. The patient was reported as ¿alive¿ with ¿no injury.¿ a supplemental report will be sent if any additional information is received.